Event description:
The event is reported as: the clip did not close properly and did not stay on the vessel. The doctor was able to remove the clip from the patient. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.